Event description:
Pt was sitting in wheelchair after dialysis run. Had dialysis needles in arm with chux taped securely around arm. Pt had just finished lunch when she noted a pool of blood under wheelchair. Found venous needle had become unclamped.